Manufacturer narrative:
(B)(4).

Event description:
It was reported that when t-1 deployed t-2 deployed simultaneously. A backup device was available to complete the procedure without delay. No patient impact was reported.

Manufacturer narrative:
This device was returned with one t and partial suture unattached to the device. The suture was tightened in a knot through the tail end of the notch. This would affect use of the anchor. The device has a twisted delivery needle. The device may not perform as intended after such manipulation. This device requires manual advancement for each "t". There would be no "simultaneous deployment" with individual manual cycling. Advancement of t2 may have been an inadvertent action. Simultaneous deployment cannot be confirmed. Device history review found no deficiencies during the manufacturing of this lot. Complaint history review found no similar complaints for the lot. Use error could not be ruled out as a possible contributing factor for the event.